Event description:
The nurse reported a system message displayed during surgery. The nurse attempted to reboot the system several times, but the system message continued to display. The system was switched out to complete the case. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system three times. The 1st time the company service rep confirmed the system message reported and replaced the supervisor card with the system non functional. The 2nd time the system message reported was displayed. The host module and supervisor card were replaced for diagnostic purposes. The system was non functional. The 3rd time the u/s diathermy module was replaced. The system message did not display. The system was then tested and met all product specs. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. The system message reported occurs when the host has failed to connect to the supervisor. It was found that the system message could be caused by both hardware and software. The software portion of system message was addressed through software released. The company service rep changed out the supervisor card, the hardware issue was addressed; however, the root cause of system message occurring with the supervisor card was not able to determined as no samples were returned. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).